Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. It was reported that the pts' height and weight would be difficult for them to obtain. Additional pt/ event related info was requested on (B)(4) 2014, however it was stated, "I have contacted the customer regarding the info requested. They have indicated to me that there has been a separate report created for each of these incidents with more detail. However, they have chosen to summarize the info for the purpose of the product complaint form". An initial quality eval was performed on (B)(4) 2014. The complaint sample has been requested for eval. This complaint is being evaluated. This is the first complaint of this type received for this product. Based on this review unable to determine if product meets specification. An investigation is required to determine if any further actions are required. This involves five pts with four different issues; a separate 3500a form has been completed for the other (6) cases. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported "one way valve inside mask where oxygen enters mask appears to have a contorted shape, example partially flipped up or sunken into connector to mask so that it doesn't move freely".